Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for tube push off with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the bd vacutainer® push button blood collection set had to be held "tight" while filling so it wouldn't push off the non-patient end needle during use. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: 1. Used a 21g butterfly lot # 9102949 had to hold tube tight to butterfly to fill tube, if not holding tube to hub it will pop off the needle. (B)(6) 19 2. Used a 21g butterfly lot # 9102949 primed tubing for a ptinr test, placed blue tube in vacutainer, air bubbles followed into tubing towards blue top tube. (B)(6) 2019.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® push button blood collection set had to be held "tight" while filling so it wouldn't push off the non-patient end needle during use. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: used a 21g butterfly lot # 9102949 had to hold tube tight to butterfly to fill tube, if not holding tube to hub it will pop off the needle. On (B)(6) 2019. Used a 21g butterfly lot # 9102949 primed tubing for a ptinr test, placed blue tube in vacutainer, air bubbles followed into tubing towards blue top tube. On (B)(6) 2019.